Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during surgery the bur would not lock into the motor. The device was used in surgery. There were no pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.